Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the clinic to be assessed, an infection was observed. The infection presented approximately a month after the implant procedure. The device and leads were explanted. A new system was implanted on the right side. Patient is in stable condition and will continue to receive wound care at home.